Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided abscess drainage procedure using the navarre opti drain catheter. Post the procedure on (B)(6) 2026, the nursing staff observed that the connector of the single-use drainage catheter had ruptured. Due to the severity of the liver abscess and difficulty with repeat puncture, the catheter could not be removed, and sterilized rubber tubing provided by the manufacturer was used to wrap the damaged connector for continued drainage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.